Event description:
The customer reported the cine button greyed out. The system will not do cine runs to include subtraction and road mapping.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep removed and replaced the cine bridge and cine drive. He reformatted the cine drive using the utility suite. The system boots up with cine button option available. The system will do cine runs to include subtraction and road mapping. The system operates as intended.